Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where it was reported that during an infusion chemotherapy leaked from the spiros. Concomitant drug was not used.there was patient involvement, no patient harm and no delay in critical therapy. There was no physical damaged noted on the device.there was no unprotected chemo exposure in this event. There was no patient and healthcare provider harm. The chemo spill was cleaned up per facility protocol by a spill kit. The set was replaced and therapy resumed .

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1- additional contact- (B)(6). Reporter phone- (B)(6).

Manufacturer narrative:
A ch3034 was returned and was pressure leak tested. No leakage was observed in either the activated or unactivated positions. The assembly met design and product performance expectations. The complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.